Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that rv amplitude oor warning. Rwaves were 3.3mv on remote check on the 3rd was 2.5 mv. Ts discussed lead alert occurs at 3 mv. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).